Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation result of a cutting wire kinked. Block h11: investigation results: the returned stonetome was analyzed, and a visual inspection found that the working length was twisted at distal section, due to this condition, the cutting wire was not aligned with the working length, additionally, the cutting wire was bent. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used in the papilla of vater during a papillotomy procedure performed on (B)(6) 2025. During the procedure, cutting wire was not oriented as usual and was not pointing towards the 11 o'clock position at all. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a wire kinked. Please see block h11 for full investigation details.